Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced a broken sensor approx 7 weeks prior. Upon inserting the sensor, he felt that something was different. He noticed that a small part of the sensor wire protruded under his skin, and the remainder of the sensor wire was loose. He then pulled the broken sensor wire out of his skin. No medical attention was required, and pt reported that he was not injured and did not experience any discomfort at the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.